Event description:
It was reported to tyco healthcare/kendall on january 2006 that a woman status post operative aneurysm repair was in ICU with a tracheostomy tube in place. Patient was stable, awaiting rehabilitation placement; a duodenal tube was placed in 12/2005 without difficulty. Kub x-ray was done to check placement. The duodenal tube placement was subsequently determined to be in the pleural space, and was removed. The clinical risk manager reported that no resistance was met on removal. Approximately 1 hr after the removal, the patient was found in acute distress and a cardiac/respiratory arrest followed within minutes. A left tension pnewumothorax was diagnosed, and needle decompression followed by a chest tube placement, simultaneously with acls measures. The patient was unable to be resuscitated and expired.